Manufacturer narrative:
A ge svc rep performed an onsite investigation. The failure could not be duplicated. The software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys shut down during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.